Event description:
New information received notes that the device continued to exhibit non-sustained lead noise due to post-paced t wave oversensing. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that the prior recommended programming changes were made. Subsequently, a merlin.net transmission showed non sustained lead noise due to post paced t wave oversensing recurred. The patient was asymptomatic. Further reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing was observed via remote transmission. The device was reprogrammed. The patient was in normal condition.